Manufacturer narrative:
The device in question was returned to walkmed infusion for product evaluation. The device underwent product evaluation testing at walkmed infusion during which it was discovered that the device failed the air-in-line test during evaluation. Walkmed infusion performed further failure investigation and identified component failures of the bubble detector and the main circuit board as the cause of the air in line failure.

Event description:
During product evaluation, walkmed infusion observed the device to fail the air-in-line test. The device was initially sent to walkmed infusion for a reported broken exterior housing.